Event description:
The customer reported the key switch broke and the system was unable to be booted up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The key switch was replaced. The system was then found to be operating as intended.